Event description:
The pt, who suffers from parkinson's disease, underwent stereotactic implantation of a right-side, deep-brain stimulator (a left-side stimulator was implanted 2 mos later. In addition, implantation of the bilateral pulse generators that power and control the stimulators took place. During insertion of the deep-brain stimulator, the "medtronic model 7482 extension" kit apparently fell apart, with one portion of it falling to the floor and another portion falling onto the sterile field. Another lead kit was used in order to complete the procedure. The failed kit did not reach the pt, nor was the surgical time extended appreciably. All parts of the failed device were located and secured in risk mgmt for further investigation.